Manufacturer narrative:
Reporter institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that on april 12, 2022 the patient monitor showed incorrect heart rate. The patient monitor showed the heart rate reached 190 but the actual heart rate was 70. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.